Event description:
The customer reported that their switched internal paddles were failing to meet specifications.

Manufacturer narrative:
The customer reported that their switched internal paddles were failing to meet specifications. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.